Manufacturer narrative:
Isi clinical sales associate (csa) has requested the prograsp forceps instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the instrument log for the prograsp forceps instrument (420093-14/ n10211122-970) associated with this event has been performed. Per logs, the prograsp forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 3 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. This complaint is considered as a reportable event due to the following conclusion: it was reported that the tissue was stuck in the prograsp forceps instrument jaw when the instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted inguinal hernia -unilateral surgical procedure, the system left master tool manipulator (mtml) was not responding at all. The customer informed that mtml was controlling arm 2. The technical support engineer (tse) reviewed the system logs and found no related errors related to the arm 2 or mtml. The tse indicated that there were sterile adapter errors on arm 2 during the previous procedure. Furthermore, the customer stated that the surgeon pulled the tissue out of the prograsp forceps instrument jaws and reseated the instrument to complete the procedure. The customer noted that it was a 3 arms procedure as the 4th arm was stowed and the customer did not have it selected for use. The procedure was completed with no report of patient injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25th-march-2022: the reported issue occurred during the procedure. The prograsp forceps instrument was stuck while gripping tissue and the surgeon was able to slip the tissue off from the grips with no adverse impact on the target tissue or patient. The procedure was completed successfully. The patient demographic information was requested, but unavailable.